Event description:
Device 3 of 3. Reference MFR report #s: 1627487-2013-00094 and 1627487-2013-00095. The patient ((B)(6)) has four percutaneous leads from three different lots. It was reported that one of the leads was under tension and causing the patient discomfort. There are no immediate plans for invasive intervention as the patient is currently being treated for an unrelated health issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.